Manufacturer narrative:
Results - engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: analysis of the returned stent graft revealed that there was no damage found on the stent graft. A microscope was used for visual inspection of the stent. Both the distal and proximal ends of the stent graft were still fully crimped. No damaged or raised struts were seen along the length of the stent graft. There is no evidence of mechanical damage. The stent delivery system was not returned. Engineering reviewed the incident report and analysis of the returned stent. It was reported that the stent dislodged from the device during "preparation". No further info regarding the "preparation" procedure used was provided. All samples passed the in-process controls during manufacture of the devices. Two samples from this lot were tested for stent retention during in-process controls and both were above the specific requirement. Samples were tested during release testing and all criteria were fulfilled. Based on the review of the device history records, the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen per specifications. Engineering was unable to determine a conclusive root cause for the stent dislodgement. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent dislodged from the device during preparation. No pt effects were reported. No add'l event or pt info is available.